Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient was admitted to the hospital following a stroke. The patient has not used their stimulator in years. No more additional information has been obtained.